Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User did not utilize the cgm option of their t:slim g4 pump. Alarm 7 (auto off) annunciated at 11:30am, and alarm 2 (occlusion detected) annunciated at 11:36pm. User made one bolus request on (B)(6) 2017. There were no erratic basal rate adjustments. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 23 mg/dl. The customer's friend assisted the customer with eating carbohydrates address the bg level. The customer did not know the cause of the low bg. Prior to obtaining more information, the call was disconnected. Although multiple attempts were made to contact the customer, the customer did not reply to the requests.